Event description:
It was reported that the pump was interrogated and a motor stall message was noted. The patient was not hearing an alarm. The patient had increased pain; it was a 10 out of 10. The logs showed that a pump motor stall occurred on (B)(6) 2013 at 21:59 with a motor stall recovery message (B)(6) 2013 at 01:44. The pump stalled again on (B)(6) 2013 at 19:14 with a stopped pump period may exceed tub set message on (B)(6) 2013 at 19:14. On the second interrogation on (B)(6) 2013, a motor stall recovery was logged for (B)(6) 2013 at 12:40. Initially it was reported that the patient had had an MRI, but then it was later stated that the patient had a CT scan and not an MRI. The reservoir was accessed; the expected volume was 8.2 and the actual volume was 7. The pump was refilled and the alarm interval was changed to 10 minutes. The nurse also played the critical alarm test for the patient and the patient could hear it. The pump was delivering bupivacaine and dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8703w, lot# l70176, implanted: 1999 (B)(6); product type catheter product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).